Event description:
During an atrial fibrilation ablation procedure using a brk xs transseptal needle, a cardiac perforation occurred. During the transseptal puncture procedure with the brk xs transseptal needle, the aorta was perforated. The patient was taken to the operating room for surgical repair of the aorta. The patient was discharged and doing well. There were no performance issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is an inherent risk during the use of this device.